Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the module and was unable to determine a likely cause for the discrepant results. The alinity c processing module serial number (B)(6), was considered the likely cause however the purified water being supplied to the module could not be ruled out as a likely cause. The water purification system was down, and unpurified water may have been introduced into the module. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify an adverse trend related to the current complaint. Alinity ci-series operations manual addresses operational precautions, limitations, troubleshooting, and system technology limitations. The operations manual also addresses troubleshooting of erratic sample results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant calcium and sodium results on alinity c processing module for several patients. The results provided were: the unit of measure is mmol/l for the calcium and sodium. Patient 1 calcium initial: 4.41 /repeated on architect c16000=2.52 patient 2 calcium initial=4.14 /repeated on c16000=2.16 patient 3 calcium initial=4.12 /repeated on c16000=2.17 patient 4 calcium initial=3.52 /repeated on c16000=2.29 patient 5 sodium initial=142 /repeated on gem 5k12=165 patient 6 sodium initial=147 /repeated gem 5k12=168 laboratory reference range for calcium=2.15 to 2.55; sodium=134 to 147 /on gem 5k12=145 to 168 there was no reported impact to patient management.